Event description:
I had a medtronic ICD implanted in 2005 by dr. I recently read an article that the leads for the unit that was implanted could possibly fracture, and that deaths have been attributed to this defect. I have a lead with a 6949 model number that is listed on the potential review list. I have not been contacted by dr or medtronic that I have a potential problem. I was under the impression that they were to track these units to warn consumers of potential problems. Their system is not working. Last interrogation of unit by dr in 2006. Dates of use: 2005 - 2007. Diagnosis or reason for use: possible heart damage.